Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that when using energy on the vessel sealer extend instrument, the tone sounds off. The csr stated that it sounded like the tone was rattling. Prior to calling in, the customer had reseated the instrument cord and power cycled the e-100 generator. They had also adjusted the volume level with no change. The customer requested their field service engineer (fse) inspect the e-100 generator. The csr also stated the generator was plugged into a power strip. The csr recommend the e-100 generator be connected directly to wall outlet. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer completed the procedure with the erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on field evaluation . The fse replaced the e-100 generator (part # 374848-09) to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. The failure analysis investigations could not replicate the customer reported complaint "e100 tone sounds off and when activated the e-100 generator tone was loud and contains static ". The e-100 generator was return for failure analysis but the reported failure could not be replicated. This generator was install into the test system and it worked fine with the synchro seal instrument installed. Synchro seal instrument was used with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. Visual inspection shows the e-100 generator in good condition. No images or videos were submitted for review. A procedure log review was conducted, which resulted in the following findings: the logs show the customer performed a sleeve gastrectomy procedure on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by the rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: the e-100 generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup integrated electrosurgical unit erbe (erbe) generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.